Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. It was noted on (B)(6) 2013 that during routine follow up, rv lead seemed to be non-pacing at max output. Sensing had changed from greater than 25mv to 4mv since last check in (B)(6) 2012. Rv pacing impedance had gone down from 441 ohms 348 ohms. Fluroscopy showed no obvious abnormality to the lead. Further investigation will be performed by dr (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).